Event description:
A hemodialysis user facility has reported the following event: we had an incident today where the heparin line separated from the large hub on the post-pump side of the pump segment shortly after the start of the pt treatment. This incident resulted in an estimated loss of blood of approximately 245 ml. Additionally, it has been learned, that this incident happened at the start of the dialysis treatment. The facility also reported that there was no sample and that there was no pt ill effect. The pt completed treatment with use of new bloodlines without further incident.